Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse effects were reported.

Event description:
New information received notes that telemetry lockout was noted on the device. Interrogation was able to restore the connection. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: d6a: field should be (B)(6) 2024.